Event description:
It was reported that the insulin pump stops delivering insulin intermittently. It was stated that the customer's blood glucose went from 5.1 to 29.9mmol/l. It was stated that the doctor advised the customer to have a replacement ands the hcp believes that something is wrong with the insulin pump. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted.